Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The caller was instructed to contact the nurse. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number was unknown, therefore no batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error patient disconnected from the set.